Manufacturer narrative:
Patient's age and weight are not known. (B) (4). As had been reported, the returned cs25 was found without a cut ring. Once a ring was installed, the stapler functioned acceptably. The manufacturer believes that the cut ring may have been inadvertently omitted during assembly, and has implemented redundancy into the cut ring inspection process. (B) (4)

Event description:
In a laparoscopic right colectomy procedure, before the cs25 stapler was applied to tissue, it was noted that the cut ring was not present in the anvil. Another cs25 stapler was used to complete the procedure without any adverse effects to the patient's health.